Manufacturer narrative:
It was reported that 1 day after stent placement, the stent was found migrated into the abdominal cavity. It was returned to its original position and fixed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the patient complained of abdominal pain, and a CT scan was performed, which confirmed that the stent fell into the abdominal cavity.", it is assumed the stent was migrated and the patient complained of abdominal pain due to the puncture site, peristalsis of organs, foreign substances such as food and other factors complexly. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2026: the physician punctured b3 portion of the liver with needle and place the stent. After the stent deployment, the physician confirmed that the tip of the stent, about 4 or 5cm, was inside the stomach. On (B)(6) 2026: the patient complained of abdominal pain, and a CT scan was performed, which confirmed that the stent fell into the abdominal cavity. The physician returned the stent to the inside of the stomach and fixed it in place using an endoscope and laparoscope. There were no patient complications as a result of this event.